Manufacturer narrative:
A 13-month complaint history review and service history review for aia-360 serial number (B)(4) was conducted for similar complaints from 01-mar-2018 through 01-apr-2019. There were no other complaints reported during this time that were like the present issue. The aia-360 operator's manual under chapter 5 -2, reviewing/updating new calibration curves states the following: 2.2 verifying calibration curves. The calibration curves are verified once calibration results have been reviewed. Note that assay data cannot be changed or recalculated once verification has been performed. The maximum number of lots verifiable per analyte is two. The same lot cannot be verified. 0010 two calibration curves confirmed. Description: calibration curves of two lots have already been confirmed. Troubleshooting: delete a calibration curve before accepting a new one. The probable cause was due to the customer trying to save a second calibration curve of lot i817832 (operational error).

Event description:
A customer called to report the creatine kinase mb isoenzyme (ck-mb) failed calibration on lot # i817832 twice on the aia-360 instrument. The customer stated that the replicates are outside the 10% limit. The customer also runs intact parathyroid hormone (ipth) and cardiac troponin I (ctnl 2) on the instrument of which quality controls (qc) were ran and results were in range. Technical support (ts) asked the customer to run the cardiac troponin I (ctnl 2) qc again to see how they look compared to earlier. On a follow-up call the next day, the customer reported that the cardiac troponin I (ctnl 2) qc were in range which eliminates a possible sampling issue. Ts instructed the customer to try saving the calibration and see if an error comes up. The customer observed error message "0010 two calibration curves confirmed", that indicated there are two calibration of the same lot - the second one cannot be saved. Ts instructed the customer to delete the old calibration curve for the current lot and save the new one; calibration curve saved. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting of creatine kinase mb isoenzyme (ck-mb), intact parathyroid hormone (ipth), and cardiac troponin I (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.